Event description:
Customer reported the tip of the male luer on the carefusion set broke off in the female luer of the b.braun extension set. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.